Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent, and the exposed cutting wire was broken and bent. The proximal end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened indicating electrical activation of the device. The outer diameter (od) of the cutting wire was measured and found to be within specification. In addition, it was found that the wide blue paint marker band at the distal tip was chipped/peeled. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome device are 100% inspected and the broken cutting wire is likely due to preparatory/procedural factors. As the complainant indicated that the problem was noticed during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation, the cutting wire broke when the device was bowed to test for functionality. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation, the cutting wire broke when the device was bowed to test for functionality. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.